Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product for the complaint? Ple60a/n93e16. What problem did the device have? Before surgery when unpacking the box and charging the battery overheated and could no longer make use of it. Is the device being returned for analysis? Yes. How was the procedure completed? He had to use another device. The analysis found that one ple60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the product had problems. Unknown how case was,completed. There were no adverse consequences for the patient.